Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01743. This report is being submitted as additional information. Approximate age of device (age of device: 2 years, 2 months, 13 days ). Analysis of the submitted log file confirmed constant low flow hazard alarms on (B)(6) 2018; however, a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported thrombus and right heart failure could not conclusively be established through this evaluation. The pump speed remained above the low speed limit for the duration of the file. No notable trends in pump parameters were observed and no additional atypical alarms were captured. The patient remains ongoing on heartmate ii lvas and no additional complaints have been reported at this time. The heartmate ii lvas instructions for use (IFU) lists device thrombosis and right heart failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and contains information regarding pump speed, power, flow, and pulsatility index. This IFU also explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypo-tension, result in reduced pump flows as long as the conditions persist. Pump flows are not restored to normal unless such conditions are treated. This document addresses all system controller alarms and indications of pump thrombosis, as well as how to respond to such events. This document also outlines the recommended anti-coagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted on (B)(6) 2016. It was reported that low flow events occurred, and the echocardiogram showed right ventricular failure. The patient was on milrinone and was given IV fluids. CT scan demonstrated a near total occlusion of the outflow graft with a thrombus extending from about the level of superior vena cava-right atrial junction to insertion of the graft into the aorta. The patient underwent an outflow graft relief procedure. The pump function returned back to baseline post-procedure. No further information was provided.